Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided and without the device to analyze, a cause for the reported difficult or delayed activation (difficult to deploy the clip) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A mitraclip xtw was inserted and placed on the mitral valve. However, while attempting to deploy, the clip separation was not seen between the clip and the mandrel. Troubleshooting was performed, but the issue continued to occur. The gripper assembly was opened, and the gripper lines were free. Once the gripper lines were confirmed free, angulation troubleshooting was performed and the clip was ultimately able to be deployed, reducing the mr to a grade of 1. The clip was stable on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure.